Event description:
On (B)(6) 2011 during review of the vns patient's programming history it was discovered that a system diagnostics test on (B)(6) 2005 changed the patient's settings and no final interrogation was performed. The patient left the clinical visit at system diagnostics test settings and it wasn't until their next visit on (B)(6) 2006 that the incorrect settings were noticed and changed to the patient's correct settings.

Manufacturer narrative:
Analysis of programming history.